Manufacturer narrative:
On 8/9/2018, mentor became aware that the patient discovered the deflation and a doctor confirmed it. Mentor also became aware that the patient required the following medical intervention: singulair, antibiotics, pain meds. Device investigation summary: upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, product evaluation observed creases on both views. A line of shell abrasion was observed at the end of a crease on the posterior orientation tab, suggesting in-vivo folding or creasing of the device. Leak testing was performed in accordance with mentor procedures and revealed one leak caused by a rent measuring less than 0.1 cm, discovered within a crease and shell abrasion on the posterior view. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation concluded that the rent, creases and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. The device history record (DHR) of lot number 5654237 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation concluded that the rent, creases and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 475cc saline, catalog: 3501680, lot: 5654237, sn: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year old hispanic female patient underwent primary breast augmentation with mentor smooth round moderate profile 475cc saline breast prostheses. Deflation of the right breast prosthesis and bilateral capsular contracture were identified. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 475cc saline breast prostheses on (B)(6) 2018. This medwatch form is for the left breast prosthesis.